Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lost power and would not turn on. Review of the log files showed power issues and confirmed the malfunction with power hardware. The issue persisted after system restarts. The fse ordered and replaced the pdu (power distribution unit) fan tray and dcps (direct current power supplies) assembly to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device lost power and would not turn back on. The device was not in clinical use at the time of the event. No patient or user harm reported.